Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of ischemia is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of procedure estimated as (B)(6) 2020. D4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. Literature attachment: article title "axillary artery access for stenting of aortic coarctation in a 1.2 kg premature newborn with malignant systemic hypertension: a case report".

Event description:
It was reported in a case study article the patient was a premature infant who presented with an aortic coarctation. On the initial examination at rest, the heart rate was 119 bpm, blood pressure at upper limb 93/54mmhg; therefore, coarctation stenting was performed in the aorta. A 0.014 ht bmw guide wire (gw) was advanced to the descending aorta and a 2.7 fr catheter was placed. The bmw gw was then exchanged for a 0.021 gw to place a 4 fr sheath in the right subclavian artery. Then, a 0.014 ht extra s'port gw was positioned in the descending aorta and the invasively measured blood pressure was noted to be 160/54mmhg despite sedation. The 4x8mm xience pro stent was then advanced on the extra s'port gw and the stent was implanted to 4.3mm. Immediately after placement of the stent, the left subclavian artery showed a temporarily decreased blood flow, which looked like a contrast agent-induced vasospasm or may be an air bubble, but without any sequalae. The single intravenous administration of 100u heparin after placement of the sheath was supplemented with a second dose of 50u heparin, followed by heparin in a continuous infusion of 300 u/day for further 3 days, before 2 mg/kg of body weight aspirin was administered orally. Follow-up visits were performed monthly after the child was discharged at 6weeks of age. Aspirin administration is expected to continue until the final surgery. Surgical correction with removal of the stent and subsequent end-to-end anastomosis is intended to perform at an age of 8 months. Additional information can be found in the article, "axillary artery access for stenting of aortic coarctation in a 1.2 kg premature newborn with malignant systemic hypertension: a case report". No additional information was provided.